Event description:
It was reported, the pt is no longer receiving stimulation due to no communication between the charging system, pt programmer and scs ipg. A sjm rep was unable to resolve the issue with using a different charging system. F/u is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.